Event description:
Device report from (B)(6) indicates a nail broke post operatively. Patient implanted in (B)(6) 2010 with pfna-ii system for trochanteric fracture of femoral bone. In (B)(6) 2011 patient experienced pain; x-ray revealed pfna-ii nail was broken. Pfna-ii system was explanted and patient implanted with dhs and trochanter. It is unknown if the blade contributed to this event. This is the second of two reports for this event.

Manufacturer narrative:
Device is not distributed in the united states. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Manufacturer narrative:
Device used for treatment and not diagnosis.